Event description:
It was reported that the customer was hospitalized in two separate occasions due to diabetes ketoacidosis and high blood glucose. It was stated that the customer was experiencing high glucose for the past couple of days. Troubleshooting was performed. It was stated that the events leading to her admission was vomiting, low blood pressure, and was feeling of passing out. Reviewed the alarm history and found several different alarms. It was stated that the time and date on the insulin pump were not correct. Ran a fixed prime and passed. It was stated that the customer every so often has bent cannulas, and the customer uses the same reservoir over the past three days. The mother also stated that when the hospital wanted to reconnect the insulin pump and tried to give a bolus, the bolus wizard was giving 0.0 units. Upon receiving the tubing clamp a high pressure test was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.